Event description:
Information received from the field does not address the patient's clinical status but notes that t-wave oversensing occurred and caused inappropriate mode switching events when programmed to 0.5 v. Decreasing the sensitivity and increasing the pvab did not alleviate the oversensing. The atrial tachycardia detection rate (atdr) was increased.